Manufacturer narrative:
An event of shortness of breath, difficulty urinating, extreme fatigue, and defective device was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported general structural valve deterioration could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that in 2014, a 23mm trifecta valve was implanted. On (B)(6) 2025, a 23mm navitor valve was selected for implant in an off-label use. The navitor was going to be implanted within the 23mm trifecta valve. A pre-dilation was performed with a 22mm balloon. The navitor was able to be successfully implanted and the same balloon used for the pre-dilation was used to post-dilate the valve. The result was excellent. There was no gradient and no pvl. The healthcare professional doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in 2014, a 23mm trifecta valve was implanted. On (B)(6) 2025, a 23mm navitor valve was selected for implant in an off-label use. The navitor was going to be implanted within the 23mm trifecta valve. A pre-dilation was performed with a 22mm balloon. The navitor was able to be successfully implanted and the same balloon used for the pre-dilation was used to post-dilate the valve. The result was excellent. There was no gradient and no pvl. The healthcare professional doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.